Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a failed non medtronic surgical valve, the device was positioned high and was recaptured. A second attempt was made to implant the valve, but dislodged. As the valve was recaptured, the two tabs broke from the actuator handle and it separated from the dcs. The valve was repositioned into the ascending aorta and after 5 mins, the handle was pieced back together. The system was removed from the patient. A different dcs and valve were used for a successful implant. It was reported there were no anatomical issues that contributed to the positioning difficulties and actuator separation. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components detached from the dcs. The tabs are observed to be detached from the male deployment knob component. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Several voids are observed over the nitinol reinforcing from the distal end to the proximal end of the capsule. A kink is observed at the proximal end of the inner member shaft near the spindle hub. The spindle hub appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Angiographic records were submitted by the account and reviewed by medtronic. Review of angiographic records determined that the valve was correctly loaded. The angiographic records confirmed that the valve was initially positioned too high and was recaptured and repositioned deeper within the annulus. Various factors can affect valve positioning including patient anatomy or physician technique. It was reported that on the second deployment attempt the valve dislodged. The angiographic record review confirmed that during the second attempt to deploy the valve pops out of the surgical valve. This can be due to high pressure ejection from the left ventricle, or could have been a pre-ventricular contraction where a bolus of output pushed out the device. Positioning difficulties and dislodgement events do not typically indicate a failure to meet manufac turing specifications. It was reported that during the second recapture attempt the actuator handle separated. It was reported that two tabs were observed to be broken which is consistent with actuator separation events. The subject dcs was returned to medtronic for analysis. Analysis confirmed the reported actuator separation. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. A kink was observed on the inner member shaft. The description of the event does not indicate that this kink occurred during the reported issue. Inner member shaft kinks have historically been seen on devices returned without the stylet in place during transport back for analysis. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.